Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and rsd/ca usalgia-complex regional pain syndrome. It was reported that the patient has been charging their device for hours, but it did not do anything. No patient complications were reported as a result of this event.